Event description:
It was reported that the patient said that there is low suction. Rep advised to change kit. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. Used with male wicks. Per customer follow up information received via liberator on 07nov2025,, it was reported that the urine back flowed on the client due to poor suction. We ordered a new battery system to see if it has the same issue as the rep said the filters can get clogged - but it hadn't been used very much, and we think it's best to have a battery backed up system to focus on now. Still have the unit.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling. A DHR could not be performed since no lot number was provided. Corrections: a, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said that there is low suction. Rep advised to change kit. It's unclear if lot number was requested.unclear if medical intervention was provided. No additional information provided. Used with male wicks.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.